Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2016 due to increase capture thresholds. It was also noted there was no p-waves, but it was uncertain if there was a sensing anomaly. The patient tolerated the procedure well with no complications.